Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, it was found that there was something lodged inside the usb port. Reportedly, the alert cleared and the pump successfully began charging after removing the obstruction and leaving the pump plugged into the power source. Customer's blood glucose level was 214 mg/dl.